Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the hub was fused to the needle and after multiple attempts, by hand, were unable to remove the device. The leatherman tool was used to remove the io access. The paramedic staff indicates that the issue with the device did not contribute to the injuries or patient death. Patient reported as sustaining a traumatic arrest.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no root cause was determined. Teleflex will continue to monitor and trend for reports of this nature. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the hub was fused to the needle and after multiple attempts, by hand, were unable to remove the device. The leatherman tool was used to remove the io access. The paramedic staff indicates that the issue with the device did not contribute to the injuries or patient death. Patient reported as sustaining a traumatic arrest.